Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was not doing well, and was experiencing continuous low flow alarms at any pump speed. The hospital staff suspected thrombus in the pump. The patient was put on a heparin drip, and given milrinone and dopamine. The following day, the vad coordinator reported that the patient expired from multi-organ failure from hemolysis.

Manufacturer narrative:
The device will not be returning for evaluation, as the hospital staff disposed of the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.